Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty main board. The main board was replaced to resolve the report. The customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. During the review, the device logs were unable to be acquired and could add no value to the evaluation. Analysis of reports of this type has not identified an increase in trend.